Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. No unexpected pump error 23 alarms noted during testing. No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 349 file number 38, is found in the formatted history file. Unable to determine the root cause per r&d. Problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 166 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that the insulin pump had another pump error alarm and customer declined troubleshooting for it. The insulin pump will be returned for analysis.